Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that prior to placement of the catheter, the physician noticed that upon opening the catheter to zero in the air, it was pre-set to negative 15mmhg. The physician then zeroed the catheter and placed it in the patient. The reading was negative 15 and it remained at negative 15. The catheter was disconnected from the camino advanced monitor (cam) and it was attached to another cam. It resulted in the same reading. That catheter was removed and another catheter was placed. This new catheter was attached to a mpm monitor. The reading immediately went to 5, which was relevant to the patient's condition. Additional clinical information has been requested.